Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A administrator/supervisor reported that during surgery they have noticed that the lens was poorly positioned and scratched the optics and it was replaced with another lens. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The product was returned for analysis and damage to the lens was observed. Iol (intraocular lens) was returned outside of the device. The device was returned loose in the carton. The lock-out assembly has been removed. Viscosurgical device (ovd) is observed in the device. The plunger is fully advanced outside of the device. The iol was returned outside of the device wraped in the secondary label set. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is scratched/marked-rejectable, has 3 fibers adhered ansd particulate. The product investigation could not identify the root cause for the reported complaint lens was poorly positioned and scratched the optics as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Lens damage may occur due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastic leading to underfill, overfill, misfolding, delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (23 degree celsius per 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).